Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an lavh procedure, on the first firing of the device, there were malformed staples. The site opened a second device and the same issue occurred. A third device was used to complete the case. No patient consequence was reported.